Event description:
Related to MFR report # 2183959-2011-00610. A patient was implanted with an ams sparc sling to treat stress urinary incontinence. It was reported that, "as a result of having the products implanted in her", the patient has "sustained permanent injury, has undergone corrective surgery," and has suffered "severe personal injuries, pain and suffering."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.